Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. While on support there was low purge flow alarms. The purge flow alarm was troubleshot by pigtail catheter and aic (automated impella controller) replacement. As the troubleshooting was completed without success, the was pump removed and replaced with a new pump.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The product was returned and evaluated. There were no abnormalities found upon visual inspection. Upon running the pump with a test purge cassette using dextrose five percent (5%) in water, the low purge pressure and high purge flow reproduced with purge pressure at approximately 150 mmhg and purge flow at approximately 30 milliliters per hour (ml/hr). There were no leaks observed. The data logs also showed low purge pressure from the beginning with purge flow at approximately 30 ml/hr. The glucose concentration was 5% in field. No other abnormalities were seen with the data logs. Although the pump passed all checks in manufacturing and was built to specification, it is likely that the tolerance stack up of the specific components of this build lead to less resistance and higher purge flow. The root cause of the low purge pressure was most likely a design limitation of the pump. D.4 revised lot number was inadvertently omitted from the initial manufacturer device report number. G.1 revised reporting contact email since the initial manufacturer device report was submitted in accordance with updated procedures. H.3 if the device was not evaluated selection was incorrect on the initial manufacturer device report. Device evaluation anticipated, but not yet begun should of been selected. H.6 code 4112 should not of been reported on initial manufacturer device report as it belongs on this follow up report.